Event description:
Additional information received reported that no particular change was observed over the course of the year, hence no change in dose was occasioned. On the following dates, the patient was seen for a refill; were in simple continuous pump mode; no change was noted. The dates were (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, and (B)(6) 2012.

Event description:
It was reported that the patient experienced a "recurrence of spinal cord infarction on (B)(6) 2010. Treatment started at another hospital. The patient's former family physician requested that baclofen dosage be reduced in order to observe the therapeutic effect for the recurrence, so the patient was transferred on (B)(6). The dose was reduced by 20% from (B)(6), but paralysis did not change significantly and spasticity gradually started to appear, so the dose was increased by 40% from (B)(6), and it was back to the original dose (60ug/day) on (B)(6)."

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4)